Manufacturer narrative:
Patient's age was reported to be "above 70 years old". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient was discharged from the hospital and has recovered from the event. On an unknown date, pd therapy was discontinued. It was reported that the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). No additional information is available.